Event description:
A right heart catheterization was performed for potential implant of a second cardiomems sensor, as the patient's current sensor was dampened. It was noted that the dampened sensor still showed changes in pressure with changes in patient position from lying down to sitting and standing. During the catheterization, no suitable target vessel could be find in the right pulmonary artery as the vessel was horizontal. The sensor was recalibrated in the holding room due to difficult signal acquisition in the catheterization lab. The sensor mean was decreased by 20.3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.